Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient is having issues with irritation. The patient claims his skin is red, it is not itchy, no blisters nor welts. Patient claims he had a bad reaction from the tape used in the hospital and his skin has not recovered. Patient changed the electrodes every day and rotates them at that time. Patient claims he does not have sensitive skin, no allergies, but has seasonal allergies. The patient takes blood pressure medication/ the patient spoke to his dermatologist and he prescribed triamcinolone 0.1% cream. Patient will try alternative electrodes and perform a time test.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient is having issues with irritation. The patient claims his skin is red, it is not itchy, no blisters nor welts. Patient claims he had a bad reaction from the tape used in the hospital and his skin has not recovered. Patient changed the electrodes every day and rotates them at that time. Patient claims he does not have sensitive skin, no allergies, but has seasonal allergies. The patient takes blood pressure medication/ the patient spoke to his dermatologist and he prescribed triamcinolone 0.1% cream. Patient will try alternative electrodes and perform a time test. No additional patient consequences have been reported. 72r electrodes were not returned for evaluation.